Event description:
Customer reportedly experienced difficulty ventilating pt while in the bag position. There was no reported pt injury. Datex-ohmeda service reps performed a checkout of the equipment. During the investigation, a broken selector valve bracket was noted. It should be noted that the equipment at this hosp is serviced by a third party service organization. The customer initially indicated the bracket would be released to datex-ohmeda for investigation. At this time, the bracket has not been received. Datex-ohmeda subsequently decided to file a medwatch report, even though, based on the info available to datex-ohmeda, it cannot be determined if the alleged event was due to an equipment malfunction. Further investigation into the exact cause of the reported event cannot be undertaken until receipt of the part. Once received, a follow-up report and investigation results will be submitted.